Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead revision, the atrial lead exhibited a loss of capture and a loss of sensing. It was noted that the patient had twiddler's syndrome. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that the lead also exhibited dislodgment.